Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the trigger was jammed on the battery oscillator device. It was further observed that there were liquid bubbles from behind the trigger and the locking ring when the trigger was pressed. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the oscillator device trigger jams, and there were liquid bubbles from behind the trigger and the locking ring when the trigger is pressed. Reliability engineering evaluated the device and the reported condition was confirmed. It was noted that the trigger components were worn and there were signs of foreign liquid inside the centering sleeve. It was also noted that the contacts were corroded. The assignable root cause was determined to be due to wear on components from improper cleaning, which is failure to follow directions for use. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.